Event description:
It was reported that the patient had gotten a urinary tract infection from using the purewick female external catheter in the hospital. The patient was not sure they were changing the wick often enough and that the hospital did not treat them for urinary tract infection before they left. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had gotten a urinary tract infection from using the purewick female external catheter in the hospital. The patient was not sure they were changing the wick often enough and that the hospital did not treat them for urinary tract infection before they left. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible ". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device were unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.